Manufacturer narrative:
(B)(4). This lot was manufactured july 28, 2014 to july 29, 2014. The device was returned for evaluation. Visual inspection revealed a ruptured reservoir. A microscopic inspection of the reservoir identified markings on the exterior surface of the reservoir near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred during filling with saline solution. There was no patient involvement. No additional information is available.